Event description:
Boston scientific (bsc) crm received info that this pt experienced a syncopal episode. The pt's skin was too thin and therefore, the current device was implanted subpectorally. The pt reported the pacemaker had migrated and a repositioning procedure was performed at which time the pacemaker was put in a bag and now the leads have also moved. Most recently, she has been feeling a sensation like a pin prick.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.